Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise was noted on the right atrial (ra) lead. The physician elected to take no further action. The patient was in stable condition.

Event description:
Additional information received indicated the event was resolved by explanting the right atrial lead.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead was returned in (B)(4) pieces. Visual inspection of the lead found an external abrasion breaching the outer insulation and exposing the outer coil in two locations proximal to suture sleeve tie impressions consistent with friction to the device can. The cause of noise was due to exposure of outer coil at the abrasion zone.